Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported novum iq large volume pump under infused. During an oxytocin infusion, the ¿young patient¿ had a ¿low head.¿ the progress of the patient was ¿slow to progress.¿ the patient ¿ended up with a fever and a fetal tachycardia.¿ due to ¿abnormal tracing¿ the patient allegedly ¿had to undergo a c-section.¿ reportedly safe dosing for oxytocin is ¿typically expected to max at 20 mu with a grey zone between 20-30mu.¿ allegedly, ¿if the patient had appropriate dosing of the oxytocin¿ the patient would have ¿progressed quicker prior to fever becoming an issue." No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h7, h9 and h11. H11: while the actual device was not available, the reported condition has a nonconformance opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d10, h6 and h11 b5: additional information was the setup of oxytocin infusion was primary sodium chloride (nacl) tubing line as rescue line at 30ml-75ml/hour through a novum iq lvp based on physician¿s orders. Primary oxytocin tubing line (concentration of oxytocin 30 units in 500ml nacl bag) starting at 2munits (2ml/hour) through a novum iq lvp. This will be increased by 2munits (2ml/hour) every 30 minutes. The nurses program the IV pumps and mix the oxytocin on their own based on the protocol. For an induction the formula is 30 units in 500 ml/20 units in 1000 ml/40 units in 1000 ml. After a prolonged period of labor, the oxytocin may be paused over night to let the patient rest and get some sleep before resuming the labor. The pump ¿is just shut off and the line is usually just left in the pump.¿ additionally, the reporter alleged that ¿after the implementation of the novum iq lvp there may have been a slight increase in c-sections over the last few months; however, also noted ¿there are many factors that can cause the ebbs and flows of these numbers.¿ h11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.